Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg, and the issue was resolved.